Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range, pacing impedance measurement. In addition, loss of capture (loc) at maximum output, low r waves, and noise on stored events were noted. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. Subsequently, on visual inspection of fluoroscopy image appeared to be separation in conductor cables near suture sleeve. The lead was surgically abandoned and was replaced successfully. The lead was out of service. No additional adverse patient effects were reported.